Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 300 mg/dl. Customer¿s current blood glucose level was 435 mg/dl. Customer¿s other blood glucose level was 144 mg/dl, 400 mg/dl. The customer experienced symptoms such as thirst as a result of high blood glucose values. Customer was treated with manual injections. Customer stated that the drive support cap was normal. The insulin pump will not be returned for the analysis.